Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's aunt was reported via phone call that, the customer had high blood glucose of 453 mg/dl. Customer reported that, his pump was rattling on the inside and will not rewind. Customer states the pump has been dropped. Customer stated that, the pump rattles when they shake it and there is a reservoir inside the pump. Customer attempted to rewind with me on the line and got a pump error. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.